Event description:
It was reported to philips the therapy delivery test failed. There was no patient involvement.

Event description:
It was reported to philips the therapy delivery test failed. There was no patient involvement.

Event description:
It was reported to philips the therapy delivery test failed. There was no patient involvement. A philips authorized repair bench technician evaluated the device. The issue was traced to a faulty capacitor. The technician replaced the capacitor. The device passed all performance assurance tests and was returned to the customer. The device remains at the customer site and no further evaluation is required at this time. There is no indication of a systemic problem. No further investigation or action is warranted.